Event description:
The customer reported non-reproducible false positive troponin I (access accutni) results, for several patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system. The false results were not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer has a proactive procedure to verify unexpected results prior to reporting results outside the laboratory. The laboratory procedure states, any result greater than 0.04 ng/ml will reflex to a second test. If the repeat result falls outside of their criteria, the sample will be re-centrifuged and reanalyzed. The patients¿ samples were collected in lithium heparin tubes and centrifuged between 3,000-3,200 rpm (rotations per minute) from 4-6 minutes. The customer stated there were sample integrity issues for some of the patients¿ samples and noted red cells in the button following re-centrifugation and clotted specimens. The event was reported as part of beckman coulter marketing survey program (msp) for accutni. The customer did not provide any information indicating an increase in occurrence or an instrument malfunction.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident is unknown. All related medwatch reports associated with this event: 2122870-2013-00631, 2122870-2013-00632, 2122870-2013-00633.